Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Per service record, third party service technician was able to confirm reported issue. The service technician replaced power board as a precaution. The service technician will be sending power board to carefusion for evaluation. At this time, the suspect component has not been received by carefusion.

Event description:
The customer reported lap top ventilator 1200 intermittently did not work on assist port. They tried ventilator in another room with same results. Upon further investigation, the customer reported no patient involvement or allegation of patient harm associated with event.